Event description:
This system was removed due to endocarditis. There is no indication that this system has been replaced yet. The hospital retained the devices. Should more info become available, this report will be updated.